Event description:
An initial report of patient hospitalization was received by united therapeutics on (B)(6) 2023 and forwarded to millyard advanced medical products, llc on (B)(6) 2023. The patient's husband and daughter reported the patient could not pair either of their two pumps and remotes, and they were unable to troubleshoot. The patient went to the ER on (B)(6) 2023 and was admitted to receive IV remodulin as well as an increase of her supplemental oxygen. No components or additional information associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.